Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic toupet nissen fundoplication and laparoscopic repair of hiatal hernia, the needle bro ke in patient's esophagus wall. New instrument and loading unit were used to complete the case.